Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 continuous glucose monitor (cgm) sensor and transmitter to the ilet, resulting in intermittent communication that prevented glucose data from appearing on the ilet until the agent assisted with proper entry of the sensor and transmitter codes; during the interruption, the user consumed fruit snacks and later observed blood glucose trending above 300 mg/dl. No adverse clinical symptoms were reported. Outcomes included no health consequences or impact reported. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the ilet and the cgm, associated with electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.